Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented in the emergency department due to multiple shocks for ventricular tachycardia (vt). Device interrogation showed 16 runs of vt and there was no egms for all these episodes but the one which appeared to look like a rhythm was atrial fibrillation (af) conducted. The device initially correctly detected and withheld therapy however af degenerated into fine af which the device could not sense. Therefore, delivered therapy as per vt1 programming which was 8 anti-tachycardia pacing (atp), 4 shocks and the last shock cardioverted into sinus rhythm. Boston scientific technical services reviewed the available data and confirmed vt episodes was due to undersensed atrial signal and recommended to turn off atrial rhythm discrimination feature option on the device. The patient reports not being aware of the af or racing heart, only feeling the shocks. Additionally, the device was reprogrammed and the patient was sent home and doing well with medication. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.